Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they had blank display. The customer's blood glucose was unknown. The customer's parent reported that the insulin pump was still not working after troubleshooting. The device was not returned for analysis.